Event description:
The customer reported via phone call that the insulin pump experienced keypad issues and that the device was submerged in water while in the pool. The customer explained that she attempted to bolus, and the numbers started ramping. The customer's blood glucose was 109 mg/dl. While troubleshooting, the customer clarified that she had jumped in the pool with the insulin pump on and that she had also received the button error alarm afterwards. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. No moisture damage on the lcd board, motherboard, interface board, remote frequency board, motor, vibrator and battery tube assembly during visual inspection. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.